Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0r54t, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that since march, the patient was going to the bathroom every 30 to 40 minutes at night. The patient no longer had any control of her urine and it would just ¿flow out.¿ this had started since implant. It was verified that stimulation was on and the lightning bolt was seen in the upper left hand corner of the programmer. The patient was currently on program 4 at 2.0 and she only felt it every once in a while. When stimulation was increased, she felt it a little bit. Stimulation was increased to 2.3 and the patient felt strong and comfortable stimulation. She planned to continue to track symptoms and the reporter planned to contact the patient¿s doctor for direction about changing the program and how long to leave it on a setting before trying a different setting.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient had a loss of therapeutic effect. Caller states patient urinates every hour. Patient was reprogrammed once. Caller inquired how to change settings. Caller increased stimulation on program 3 from 2.0 to 2.5. It was reported later that the patient's husband called and reported the last increase that was performed on the (B)(6) 2015 call was no longer working. It had gradually gotten worse again. His wife was going to the bathroom several times a night on herself and during the day she was going every hour to 30 min. No falls, accidents or traumas. No troubleshooting was performed. Additional information received reports the patient was urinating quite a bit. Caller said he had to change the patient's diaper every 30 minutes to one hour. Caller said the device was effective for the first 1-2 weeks. The patient had a stroke in 2012 which they think was the cause of some her urinating problems. They did a pet scan and were looking at the patient possibly having an operation for a pinched nerve or stenosis. Patient started the call on program 3 at 2.5 volts. Caller changed to program 4 and increased stimulation to 1.7 volts. It was reported later that the patient's husband called and reports no improvement and wanted direction. Caller/patient did not seem to have basic understanding of therapy. Caller requested review of how to increase. Caller initially connecting using antenna, so patient services agent had caller try without and after several attempts he was able to connect and adjust.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient lacked basic understanding of the therapy. The patient had the stimulator put in last week and the operation was successful and everything was working fine. The caller states over the weekend one particular night friday ((B)(6) 2015) it was reported that the patient has had a stroke and needs assistance to the bathroom and had to get the patient up 7 times that night. Caller states this was unusual because when the patient was implanted on (B)(6) 2015, they didn¿t need to go to the bathroom for six hours and on average. Since then the patient was going every 4-6 hours. Caller stated but that particular night the patient got no sleep. The caller states the patient had a strong offensive urine smell and was making the patient drink as much water as the patient can and was quietening that down. When the patient doesn¿t drink enough water the patient does have that smell. Caller states it had always been like this and had been ongoing since forever. Caller states that the patient still feels the stimulation down in her vagina. The caller states last night (B)(6) 2015 into (B)(6) 2015 they went to bed around 1230 a.m. And the patient went to the bathroom. Then patient went again to the bathroom and then patient went again and hasn¿t gone since. The caller didn¿t want to check ins(stimulator) status during the call because the patient states she can feel the stimulation and will follow up with hcp (healthcare provider) . Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.